Event description:
The device was used on a person diagnosed in cardiac arrest. An automated ECG analysis was performed and a shock was advised. The device charged and allegedly dumped the energy and displayed a check electrodes message. The operator analyzed the pt's rhythm several times. Each time a shock was advised the device charged and allegedly dumped the energy and displayed a check electrodes message. Paramedics subsequently arrived and administered defibrillation shocks to the pt using another device and converted the pt to a viable rhythm. The pt's outcome was not reported.